Manufacturer narrative:
A ge service rep performed an on site investigation. The surge suppressor was found faulty and required replacing. As of yet, facility permission for repair has not been granted.

Event description:
The customer reported the system failed to boot up. No report of pt injury.